Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been fractured. Reportedly, there were excursions noted on the rate/sense led impedances to out of range. This lead was abandoned surgically. No additional adverse patient effects were reported.